Event description:
Nurse (B)(6) reported that she had to cut up a 4x5 in aquacel ag extra dressing and used the strips to pack a wound that was 1cm x 1cm x 9cm. Nurse reported that she is not sure if all the dressing had been removed from the wound during dressing change. It is reported that patient's wound is located on the medial aspect of her right lower leg along an old surgical incision site.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the nurse was advised to irrigate the wound out, but nothing came out. The nurse states that she also tried to use a cotton tip swab to remove any piece of dressing that may have been retained without success. The nurse has packed the wound with plain gauze packing and will examine to see if that pulls out of the wound, and was advised that the packing strips are the correct product to use for this purpose. Updated information received from (B)(6) bsn, mha on (B)(6) 2013 indicates that the (B)(4) felt all the aquacel extra was removed from the wound and that the patient's wound is progressing, and is seeing the patient weekly. Additional information received on (B)(6) 2013, indicates that the product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required as per convatec's global handling complaint procedure. Adverse event monitoring will continue to be performed. A returned sample was not expected for this complaint. No additional information is expected.